Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient wanted help using the patient programmer (pp). While using the programmer the hcp initially saw poor communication, but then was able to see stimulation was on and set to 3.3 on program 1. The patient was reported to have presented to the hcp with a uti and when a foley catheter was used 1.2l was cathed. Additionally, the patient indicated that they did not feel stimulation sensation and has had multiple falls in the last month. The hcp was unsure if the therapy was working since 1.2l was in the patient's bladder. Lastly, the caller noted that the patient has spinal stenosis and had a return of symptoms. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.